Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. The reported stent migration upon advancement of the microcatheter the most likely related to procedural factors encountered during the procedure limited the performance of the device. The labeling states: "exercise caution when crossing the deployed stent with adjunct devices." Death, vessel perforation and hemorrhage are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
The stent (the subject device) was uneventfully deployed across the aneurysm neck with its leading end entering the right middle cerebral artery (mca) m2 branch, the middle third crossing the aneurysm neck and the trailing end in the distal right mca m1 branch. Following deployment of the stent, a guidewire tip was easily advance through a stent interstice without disturbing the positioning of the stent. However, as the microcatheter tip was being advanced over the guidewire, the trailing end of the stent retracted out of the right mca m1 segment and prolapsed into the aneurysm. Multiple attempts were made with various guidewires to move the entire stent into the aneurysm sac without success. Coil embolization was performed and peri-procedure imaging demonstrated preservation of right mca arterial branches without evidence of contrast extravasation. The patient did not wake up from general anesthesia. Imaging demonstrated contrast extravasation consistent with significant acute subarachnoid hemorrhage and slight right hemispheric swelling. The physician stated that the hemorrhage may have resulted from either right m3 branch or aneurysm perforation. Heparinization was immediately reversed with protamine. Subsequently, the patient developed significant intracranial hypertension with signs of brain herniation. An emergent left frontal external ventricular drainage (evd) was placed to treat intracranial pressure (icp). However, the severity of intracranial hypertension resulted in brain death. The patient died two days post procedure, the cause of death is developed significant intracranial hypertension with signs of brain herniation.

Event description:
The stent (the subject device) was uneventfully deployed across the aneurysm neck with its leading end entering the right middle cerebral artery (mca) m2 branch, the middle third crossing the aneurysm neck and the trailing end in the distal right mca m1 branch. Following deployment of the stent, a guidewire tip was easily advance through a stent interstice without disturbing the positioning of the stent. However, as the microcatheter tip was being advanced over the guidewire, the trailing end of the stent retracted out of the right mca m1 segment and prolapsed into the aneurysm. Multiple attempts were made with various guidewires to move the entire stent into the aneurysm sac without success. Coil embolization was performed and peri-procedure imaging demonstrated preservation of right mca arterial branches without evidence of contrast extravasation. The patient did not wake up from general anesthesia. Imaging demonstrated contrast extravasation consistent with significant acute subarachnoid hemorrhage and slight right hemispheric swelling. The physician stated that the hemorrhage may have resulted from either right m3 branch or aneurysm perforation. Heparinization was immediately reversed with protamine. Subsequently, the patient developed significant intracranial hypertension with signs of brain herniation. An emergent left frontal external ventricular drainage (evd) was placed to treat intracranial pressure (icp). However, the severity of intracranial hypertension resulted in brain death. The patient died two days post procedure, the cause of death is developed significant intracranial hypertension with signs of brain herniation.